Event description:
Routine complaint investigation identified an incorrect entry in a troubleshooting section of a healthcare professional operator's manual for the use of this product. Conflicting use of the descriptive terms hypotension and hypertension was reported when compared to another section of the manual. This mistatement and its interpretation under certain conditions, could have adverse clinical effects. No injury or medical intervention was reported.